Event description:
Discordant positive (reactive) atellica im toxoplasma igg (toxo g) results were obtained on two samples from the same patient on an atellica im 1600 analyzer with reagent lot 278 when compared to the historical results and results on three alternate methods. The discordant results were not reported to the physician. The samples were repeated on three alternate methods and the results were negative (non-reactive). The negative result was reported to physician as the correct result. There are no known reports of patient intervention or adverse health consequences due to the false positive toxoplasma igg results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of false positive (reactive) atellica im toxoplasma igg (toxo g) lot 278 results on different samples from the same patient. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. MDR 1219913-2022-00171 was filed for the same incident.

Manufacturer narrative:
Siemens filed MDR initial report on 2022-06-09. Additional information - 2022-10-14. Siemens concluded the investigation for an outside of the united states (ous) customer observation where a pregnant patient sample recovered reactive with atellica im toxoplasma igg (toxo g) lot 278 and non-reactive with alternate methods. Historically, this patient was tested with atellica im toxo g lot 276 and results were non-reactive along with non-reactive toxoplasma igm results. The customer treated the sample with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and results remained reactive. The remaining volume of sample was returned to siemens and was tested with atellica im toxo g reagent lots 278 and 280 along with immulite 2000 txp lot 517. The patient sample was processed n=3 with all lots and recovered reactive with both atellica im toxo g lots 278 and 280, and non-reactive with immulite 2000 txp lot 517. These results replicated customer's observations, indicating that the issue is not specific to toxo g lot or atellica im system. Due to the limited sample volume remaining, additional testing was not able to be performed. Siemens reviewed internal reagent release data of toxo g reagent lots. Equivocal zone controls were examined and all three reagent lots recovered within the equivocal zone (6.4-9.99 iu/ml) as listed in the assay instructions for use), as well as within their respective acceptable ranges. Siemens reviewed field patient data from 07/15/2021 to 07/15/2022 (total n=620,271) and lot recovery was comparable between lots. Based on the available information atellica im toxoplasma g lot 278 is performing as intended and no product performance issue has been identified. This seems to be a patient specific issue. The customer is operational and no further action is required. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00171 supplemental 1 was filed for the same incident.